Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27may2020.

Event description:
The customer reported that the touchscreen was unresponsive at the lower section of the touchscreen. The customer stated that touchscreen calibration failed. The customer contacted product support and requested for service repair. The field service engineer (fse) contacted the customer and recommended the customer to replace the touchscreen assembly. The (fse) provided the customer with the touchscreen's part number. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4: 17sep2020. B4: 18sep2020. The biomed replaced the touchscreen to address the reported touchscreen calibration issue. The biomed stated that the issue was discovered during testing in the biomed shop, so there's no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.